Event description:
Consumer reported that during a period of time in the past when she removed the tampons she had an unspecified number of them fall apart. She manually removed the pledget pieces from her vaginal cavity. She did not indicate the need to seek medical attention or experiencing any adverse health effects.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.